Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1315404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci distributor that a female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Peri-procedure the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected a mynx grip vascular closure device 5f for closure. It was reported that the physician shuttled down and as the physician withdrew the sheath from the tissue tract, the white tube (advancer tube) did not stay down. The device was removed and the patient was converted to 3 minutes of manual compression, then a pressure bandage was applied for 6 hours. Hemostasis was achieved. The patient was hospitalized for unrelated reasons to the mynx device/mynx procedure. No further information is available.